Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's personal diabetes manager (pdm) controller started to over heat and was melting after only being on the charger for half of an hour.